Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the asymptomatic patient presented for lead revision surgery. The left ventricular lead became dislodged after the patient fell, and this was confirmed by x-ray. The lead was explanted and replaced, and the patient was in stable condition before and after surgery.